Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, it was noted that the proximal pin on the right atrial lead was loose; the lead also exhibited low impedances. The lead was capped and replaced. The patient's condition was stable post procedure.